Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013309724); product type: 0195-heart valves; implant date: n/a ; explant date: n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after insertion of the left ventricle guidewire into the left chamber of the heart, the patient developed complete heart block (chb). Pacing was then immediately initiated via the left ventricle guidewire, and the procedure was continued. After placement of the transcatheter valve, the patient continued to experience chb. Subsequently, a temporary pacing catheter was placed via the right internal jugular vein. The procedure was then completed. Per the physician, mechanical stimulation during insertion of the guidewire into the left chamber of the heart could have caused or contributed to the patient's left bundle branch block (lbbb) and chb.